Event description:
Pt states pump sn (B)(4) is stopping during infusion and not detecting syringe is pump. Pt switched to backup pump. No interruption, replacing pump. No ades resulted; spontaneous call. Reported to (B)(6) by pt/caregiver.